Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device fell and is physically damaged. Patient involvement was reported, but there was no harm or an adverse event reported.